Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected failed battery test or low battery alert alarms occurred during testing. No motor error alarm was noted. The motor passed the motor test. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer states they received button error alarm and failed battery test. The customer's blood glucose level at the time of incident was 187mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.